Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a scope communication error code, b30 with no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, is presumed the most probable cause of the no image and scope communication error b30 was traced to component / scope connector failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.